Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Date of event is 'month and year valid' only. Implanted date is 'year valid' only. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 to 4 years post implant of this bioprosthetic aortic valve, the patient developed severe aortic stenosis. The surgeon planned to replace the patient's valve, but it was reported that the patient died prior to the re-do valve replacement. It was reported that the patients death was related to the aortic stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.